Event description:
Pt underwent a l1 decompressing laminectomy. T11-l3 posterior fusion and placement of drain intra-operatively. During attempted drain removal on the 2nd post operative day, the tubing separated from the silicone flat drain. The tubing was removed but the drain was retained. To visualized the hubless flat drain, the surgeon had to remove 3-4 stables at the distal end of the original sutured area then cut down 2 previously placed subq sutures. The drain was visualized and removed in its entirety. The pt was re-stabled and the wound re-dressed. Inspection of the separated tubing noted it to be flat and even. It did not appear to have ripped.